Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report moisture exposure to the insulin pump. The customer's blood glucose level was 9.4 mmol/l. The customer had another insulin pump and switched over to use that device. The product was not returned for analysis.